Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has gotten as high as 450 mg/dl due to her insulin pump alarming no delivery. The customer treated via manual insulin injection. Troubleshooting was initiated and the customer was able to prime with her current set. There were no air bubbles or leaks noted. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.